Event description:
Subsequent to the initially filed reports it was noted that the nc trek neo balloon was inflated once to 10 atmospheres and then ruptured. No additional information was provided.

Manufacturer narrative:
B5: correction describe event or problem

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery. The 2x20 mm mini trek balloon dilatation catheter (bdc) was used for pre-dilatation; however, the balloon ruptured during the first inflation to 8 atmospheres. A 2.0x12 mm nc trek neo bdc was used and ruptured. Rotablation was performed and the procedure was successful. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch number.